Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Event description:
Un-reporting capsular contracture.

Event description:
Patient reported ¿having been diagnosed with a connective tissue disease or disorder.¿ side was unspecified, this record is for the left side. Patient additionally reported ¿having been diagnosed with a neurological disease,¿ side was unspecified. No treatment or surgical reoperation has occurred, device remains implanted. Findings reveal these events were marked in error. There is no event of ¿connective tissue diagnoses¿ or "neurological disease." There is no complaint against the device. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported "started having capsular contracture symptoms".

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported ¿having been diagnosed with a connective tissue disease or disorder.¿ side was unspecified, this record is for the left side. Patient additionally reported ¿having been diagnosed with a neurological disease,¿ side was unspecified. No treatment or surgical reoperation has occurred, device remains implanted. Findings reveal these events were marked in error. There is no event of ¿connective tissue diagnoses¿ or "neurological disease." There is no complaint against the device. Healthcare professional later reported rupture. Device has been explanted.